Event description:
The valve was explanted because there was no improvement in symptoms. No patient impact was reported.

Event description:
The lay user /patient contacted lfs on (B)(6) 2010 alleging that his one touch ultrasmart meter would not power on. The patient mentioned that on (B)(6) 2010 at 6:45 am he attempted to test his blood glucose and the meter would not power on. Approximately 2 hours later the patient developed symptoms of feeling sweaty. The patient then self-treated with insulin and did not seek any further medical attention. The patient was not tested on another device. This is not the first time the product was being used. The patient denied any misuse of the product. The meter did not power on by pressing the power button. The batteries did not need to be replaced. The patient was using the correct vial of test strips and the issue was not resolved via troubleshooting. The product was replaced. The product was replaced. The complaint is being reported since the patient alleged that due to the meter not powering on, he developed symptoms two hours later suggestive of a serious injury and had to self-treat.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a defective battery. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.